Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received hydromorphone (unknown concentration, 4.707mg/day) in an implantable pump for non-malignant pain and other chronic/intractable pain (truck/limbs). A pump motor stall occurred. The pump off password was requested. The motor stall dates were unknown. The pump would likely be replaced at some point. The reporter was encouraged to call local manufacturer representative assistance if needed. The patient was not doing well. Additional information was requested from the hcp regarding issue onset, clarify patient symptoms, was the cause of the motor stall determined, and if the issue resolved. If additional information is received, a follow-up report will be submitted/the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient displayed flu like symptoms. The patient was given flu and pneumonia shots, and their health care provider (hcp) originally thought they got the flu from that on (B)(6) 2016. The hcp also thought the patient could be suffering from withdrawal. The patient was seen by the hcp, who verified that the pump was ¿stopped¿ on (B)(6) 2016 at 1015. The patient was prescribed oral medication on (B)(6) 2016 and then saw the hcp on (B)(6) 2016. The patient took oral dilaudid 2x/day for the first 2 days, then oral dilaudid 1x/day for the next 4 days, then was put on 200 time released nucynta 2x/day and also 100 nucynta for breakthrough pain. The total system was explanted on (B)(6) 2016. The situation was resolved.